Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-03221 and 03222. It was reported the patient's occipital scs leads (off-label) and scs ipg have been scheduled for explant due to the patient being too sensitive to system stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.